Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000130926.

Event description:
It was reported the patient fell and lost effective therapy. Diagnostics showed high impedances. Reprogramming did not resolve the issue. As a result, surgical intervention may take place at a later date to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.